Event description:
It was reported in an article that a total of 28 patients (33 vertebrae) underwent bkp between (B)(6) 2012 and (B)(6) 2013. Their mean age was 77.5 years. Mean treated period was 4.8 months and mean follow-up period was 6.4 months. It was reported that there was cement leakage in 22 patients (22 vertebrae). The type of cement used in these cases was not specified in the article.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.